Event description:
It was reported that during a device change out due to normal eri, the right ventricular lead exhibited a high capture threshold and varying impedance. The lead was capped and replaced. The patient was in good condition following the procedure.